Event description:
It was reported that during a percutaneous transluminal coronary angioplasty percudure, prior to entering the pt anatomy, resistance was met. Upon removal of the rocket from the guide wire, tip separation was revealed. Another rocket was used with the same guide wire to successfully complete the procedure.